Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had blood glucose (bg) levels in the 300's mg/dl all day today. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that last night the patient's bg was in the 60's mg/dl with shakiness, dizziness, and gets pale. The patient was treated with juice and a snack and off the pump for two hours as it was night time and did not want to the patient to go low. The reporter stated that they recently the night time basal rates were adjusted since the patient was consistently low at night. The reporter stated that the patient is going through a growth spurt. Customer support (cs) completed troubleshooting with the reporter and all settings were correct. Cs found no malfunction with the pump. Cs attributed this hypoglycemic event solely to diabetes management. This report is being made due to the patient's alleged hypoglycemic event that resulted from making their own adjustments to the basal rates.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (making their own adjustments to basal rates).